Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer hangs when connecting the radiofrequency (r) head with an attached device. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment that the programmer would not power up. Replaced main board with salvaged material. Salvaged material was inspected and tester per applicable requirements. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:further product analysis was performed and the reason for return was not confirmed. The complaint could not be reproduced due to the programmer not working. The files for the programmer could not be retrieved because the programmer would not power/start up. The device was cleaned and repaired. Software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.